Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual investigation, this complaint is confirmed. The device was returned with a broken bottom jaw near the hinge point. Because of the condition of the returned device, a functional test is not possible. The type of damages observed are the result of excessive force or stress applied to the tip of the device. If jaws of the device are activated on hard material or used outside of its intended, use in any way. The dimensions of the jaws will be compromised. If the force applied on the grasper exceeds 9.9lbs the tip will break. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. A device complaint history check was conducted on part number 3222, although there are other complaints from this part number, this is a uncommon issue in the field. The frequency of this problem is very low.

Event description:
Grasper tip broke off inside patient. Entire jaw of one side broke off. Procedure was extended by 5 minutes. The piece was able to be retrieved from the patient. There was no harm to the patient.